Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy resumed following the procedure.

Event description:
Follow-up information revealed the patient experienced weight gain. In addition, the patient was last able to recharge the ipg around (B)(6) 2018.

Event description:
It was reported the patient is unable to recharge the ipg. As such, the patient may undergo surgical intervention at a later date to address the issue.